Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned; therefore, one sample was taken from production at the manufacturing facility. A visual exam was performed and no obvious defects were detected. The tracheal cuff on the sample was overinflated to 120m bar and no herniation was found. Further herniation simulation was conducted by inflating the tracheal balloon until it exceeded 120m bar in a transparent hollow cylinder condition to replicate cuff herniation in the trachea. After removal from the hollow cylinder it was found that the tracheal cuff was herniated. Cuff herniation might occur due to the loss of elasticity of the tracheostomy cuff in combination with an inadvertent cuff over-inflation, mal-positioning or surgical manipulations. Based on the investigation performed, the reported complaint could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation. Based on simulation testing from a production sample, the cuff herniation may happen during use.

Event description:
Customer complaint alleges the customer ""the cuff shape was un-normal." Photo received with the complaint depicts an inflated cuff of an endotracheal tube with an asymmetrical shape. Alleged issue was reported as detected prior to use. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the customer "the cuff shape was un-normal." Photo received with the complaint depicts an inflated cuff of an endotracheal tube with an asymmetrical shape. Alleged issue was reported as detected prior to use. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was then inflated to 25mbar and no herniated shape was found on the tracheal balloon. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device met manufacturing release specifications.

Event description:
Customer complaint alleges the customer ""the cuff shape was un-normal." Photo received with the complaint depicts an inflated cuff of an endotracheal tube with an assymetrical shape. Alleged issue was reported as detected prior to use. There was no report of patient harm.